Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired. It was reported that the event occurred due to administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products. (B)(4).